Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a blood collection set. The customer reports that the butterfly needle was faulty, the needle fell out during a blood draw procedure. The needle did not stay in the safety device and was left in the pt's vein.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.